Event description:
Additional information received indicated the device was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported event of no lv output, failure to interrogate, and no magnet response were confirmed. The device was received with no telemetry communication and no output. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. The hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the device was not providing pacing support, had no magnet response, and was unable to be interrogated. The device is anticipated to be explanted and replaced to resolve the event. The patient is in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the patient was in stable condition following the device replacement procedure.